Manufacturer narrative:
Insulin pump was received with intermittent up button response due to corroded keypad trace. All operating currents were within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was programed to alarmed low reservoir. Insulin pump functioned properly. No unexpected low reservoir alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners,cracked reservoir tube lip, and cracked pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not performed. The device was returned for analysis.